Manufacturer narrative:
Batch review performed on 29 july 2025: lot 2414228: (B)(4) items manufactured and released on 08-july-2024. Expiration date: 2029-06-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional implant involved, batch review performed on 29 july 2025: reverse shoulder system 04.01.0169 glenosphere - ø36x24.5 (k170452) lot 2409931: (B)(4) items manufactured and released on 05-sep-2024. Expiration date: 2029-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Conclusion: there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 month after the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner and metaphysis. The surgery was completed successfully. Surgeon did not revise glenosphere because it was well fixed. Surgeon revised the metaphysis because he wanted to add humeral height to increase stability and prevent a recurrent dislocation.